Event description:
It was reported that during procedure, the subject stent was prematurely deployed in the microcatheter during positioning. The physician manually removed the subject stent along with microcatheter from the patient. Another stent was utilized that performed properly and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject stent was prematurely deployed in the microcatheter during positioning. The physician manually removed the subject stent along with microcatheter from the patient. Another stent was utilized that performed properly and the procedure was completed without clinical consequences to the patient.